Event description:
On (B) (6) 2010, patient reported his readings were a little elevated on (B) (6) 2010, however, upon review, he actually meant today. Patient stated, his normal blood glucose range is 180-399 mg/dl or a "little higher". Patient reported, he kept giving himself more insulin to bring his readings down. Patient reported his blood glucose readings today ranged from 170-501 mg/dl. Patient stated, he did not believe his meter was reading correctly. Patient reported that he has been drinking alcohol everyday and is not eating because he is drinking. Patient stated, he is under stress because he is depressed; patient has sprained both ankles. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.